Event description:
It was reported via the distributor that this hospital notes they have had a case when the guidewire does not fit through the needle. It sticks within the needle. No more info available at this time. Add'l info received on (B)(6) 2012 indicates that the j tip of the guide wire could not be inserted into the introducer needle. The physician tried a few times and the procedure took one hour longer and "added 50 ml of blood" to the child. There was no mention from the hospital of complications or injury to the pt. Further clarification received on (B)(6) 2012 indicates, the delay was one hour and the pt received 50 ml of blood. The distributor noted there was no report of any later complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.